Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71-year-old female on impella cp for mechanical circulatory support. It was reported that the patient was placed on impella cp after presenting with nausea, vomiting, and palpitations and a st elevated myocardial infarction diagnosis. The impella cp was explanted early due to the inability to reposition off the inferior posterior infarcted wall. No patient harm was reported.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.